Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with a blood glucose of 396 mg/dl after becoming disconnected from the ilet and sleeping through alarms, resulting in no insulin delivery and subsequent hyperglycemia while using connected delivery. Symptoms included hyperglycemia without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included prolonged elevated glucose levels for approximately eight hours without use of back-up therapy, ketone testing, or medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed a user-related interruption in insulin delivery that led to high glucose. It was concluded that the event involved hyperglycemia due to an interruption of insulin delivery, with cause of the disconnection unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.